Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Patient had a high grade stenosis in the left common illiac artery. Following stent deployment, the physician introduced the evercross balloon catheter. The balloon was inflated to nominal at 7, then dr. The physician requested to have the pressure increased to burst at 12. The balloon remained stable until 9atm's when it burst. The balloon was then removed and inspected. Upon inspection, the physician found that the balloon had remained fully intact and nothing was left present within the patient's artery.